Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 0.9, lab: 2.9, mean: 1.9, confidence limits: 1.3 - 2.7; 2007, 1.4, 3.0, 2.2, 1.4 - 3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, the inratio value is not with the confidence limits, but the lab value is. For the 2nd data set, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Strip lot# was not provided, therefore, further testing cannot be performed. Caller returned meter in 2007. Functional testing had been performed on returned meter. Meter passed all specifications. Complaint was not confirmed.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 0.9, lab: 2.9; 2007, 1.4, 3.0.